Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In a 38-year-old female patient who had essure (batch no. 641434), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: anxiety and chronic pain. Concomitant products included: diazepam, hydrocodone, ibuprofen, ketorolac, medroxyprogesterone, medroxyprogesterone acetate (depo-provera) and mepivacaine hydrochloride (polocaine). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and mood swings ("hormonal changes: mood swings"), 2 years after insertion of essure. On (B)(6)2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced migraine ("migraines/ headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved. The genital haemorrhage, mood swings, migraine and depression was resolving. And the vaginal haemorrhage, menorrhagia, dysmenorrhoea, nausea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: normal uterine cavity. Both ostia easily identified. Both implants placed without difficulty, with approximately 4 coils visible on pt's right and 3 visible on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2010, total bilateral occlusion. Lot number#: 641434, manufacturing date: 2009-05, expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020, quality-safety evaluation of product technical complaint. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 641434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety and chronic pain. Concomitant products included diazepam, hydrocodone, ibuprofen, ketorolac, medroxyprogesterone, medroxyprogesterone acetate (depo-provera) and mepivacaine hydrochloride (polocaine). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes : mood swings"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, mood swings, migraine, nausea, depression, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: normal uterine cavity, both ostia easily identified, both implants placed without difficulty, with approximately 4 coils visible on pt's right and 3 visible on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: what did your healthcare provider tell you about your results? (Successful). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 38-year-old female patient who had essure (batch no: 641434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety and chronic pain. Concomitant products included diazepam, hydrocodone, ibuprofen, ketorolac, medroxyprogesterone, medroxyprogesterone acetate (depo-provera) and mepivacaine hydrochloride (polocaine). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and mood swings ("hormonal changes: mood swings"), 2 years after insertion of essure. On (B)(6)2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (one side removal of fallopian tube). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, mood swings, migraine and depression was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, nausea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: normal uterine cavity, both ostia easily identified, both implants placed without difficulty, with approximately 4 coils visible on pt's right and 3 visible on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2019: plaintiff fact sheet was received. Events onset date, events outcomes, lab data were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 641434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety and chronic pain. Concomitant products included diazepam, hydrocodone, ibuprofen, ketorolac, medroxyprogesterone, medroxyprogesterone acetate (depo-provera) and mepivacaine hydrochloride (polocaine). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes : mood swings"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, mood swings, migraine, nausea, depression, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: normal uterine cavity, both ostia easily identified, both implants placed without difficulty, with approximately 4 coils visible on pt's right and 3 visible on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: what did your healthcare provider tell you about your results? (Successful). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs received. Lot number, product dates and lab data added. Concomitant medication and condition added. Events : abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), hormonal changes-mood swings, migraines / headaches, nausea, psychological or psychiatric problems condition: depression, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.